Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners, display window and cracked battery tube threads. The insulin pump was received with minor scratches on lcd window. The insulin pump delivered properly all bolus programmed during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks in case. Device did not deliver insulin sometime. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.